Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the front bottom tooth is loose and the dentist noticed that tooth was mobile. Current upper aligned #1 and bottom #5. Dental history includes orthodontic braces and grinding/clenching of teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.